Event description:
Report received from (B)(6) which states: "aspiration too high for the doctor during the polish phase. Doctor wanted 3 mmhg and the system delivered 5 mmhg. No patient injury. Surgeries were completed."

Manufacturer narrative:
The event was confirmed. Evaluation determined that the compressor required replacement. The lot/device history review and trend analysis were considered acceptable and the product performed within anticipated rates. No corrective action required.